Event description:
Malfunction: icons grayed out; rebooted system. The nurse reported a system message displayed in the middle of the case. The icons were grayed out. The nurse called the company technical support specialist (tss) to assist with troubleshooting the system. The nurse found the scrub nurse had set the pressure regulation gauge at 180psi. The pressure regulation standard according to the operators manual is between 90-120psi. The tss advised the nurse to decrease the pressure to 100psi, maintain the pt's eye pressure, and reboot the system. The system was rebooted and the case was completed. No pt injury was reported.

Manufacturer narrative:
The company technical support specialist assisted with troubleshooting the system. The customer did not request service. No samples were returned for evaluation. A review of complaints for the last 24 months did not indicate any additional reports for the system. The customer maintained the regulation pressure at 100psi for the rest of the day. The system functioned well with no further incidents. (B) (4). (B) (4). (B) (4).